Manufacturer narrative:
Additional, corrected and/or changed data: b.5., d.7., g.3.

Event description:
Patient representative reported patient experienced "pain and discomfort." Patient representative also reported patient experienced "joint and muscle pain, pressure in her brain and nausea;" these events are not related to the device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and underweight. A visual and microscopic analysis was performed which identified sharp opening on radius due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on radius due to a surgical impact opening. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.